Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported emergency room visit and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide, model: ust400, 14421-aw rev h 01/16. Checking your blood glucose 7 / page 96: warning: test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). Warning: if you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia, repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider.

Event description:
It was reported that a patient had been to the emergency room for high blood glucose (bg) levels. Patient¿s blood glucose reached 381 mg/dl while wearing the pod between 4 and 24 hours on the infusion site (abdomen). Patient bolused and was still high so patient removed the pod and replaced it with a new one and went to emergency room. Patient had large ketones. Symptoms reported also include vomiting. Patient's treatment included two intravenous insulin and fluids and medication for nausea. The patient was release five hours later.

Manufacturer narrative:
Investigation found no defects or deficiencies that would contribute to the reported high bg levels, or a failure of the pod¿s ability to deliver insulin. No problem found.